Event description:
The customer stated that the axsym analyzer generated a negative axsym core result (s/co=1.144). The sample was repeated the next day and was reactive in duplicate (s/co=0.379 and 0.402). The negative results were not reported. The sample was also tested twice with hbsag and was reactive.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.